Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system failed 2d and 3d imaging modalities. The system could not scan images. When booted up, the x-ray bar on the ias would not completely load. The ias pendant displayed "initializing system, please wait". The system batteries were checked and they were functional. The standalone board and cp2 were found with no power. The f4 and f10 fuses were found blown. The fuses were replaced and the system passed all tests. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that nothing displayed on the monitor after the system powered on. It was also reported that when the system was exposing, the image acquisition system (ias) would suddenly lose power and would not power on again. There was no patient present when this issue was identified.